Event description:
Report rec'd from the USA stating that the device has a "bent footplate." The device was being used during a "crani/tumor" procedure. There were no actions required as a result of the discovery. The attachment was replaced. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by anspach. If add'l info is rec'd, a supplemental report will be sent. (B)(4).